Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported the adapter of his insulin infusion device was leaking insulin into the cartridge compartment. During troubleshooting, it was discovered the adapter expired in 2004 and that all of his adapters were expired. The patient was instructed to disconnect from his infusion device, dry out the inside and then reconnect. The patient stated the device worked fine. The patient was advised to discard all expired products. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.